Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). Tech called in for help on 8015ls unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for assist on 8015ls unit has error code 800.8000, which is a software error steps to repair the unit will be first reflash software on unit if flash fails retry again if it continue to fail next replace main board which is the logic board on unit. Tech thank me for may assist. Ref: (B)(4).